Event description:
Dealer is stating that the power chair had a problem. Dealer is stating that it was going in different mode settings. No other information provided, dealer hung up. No serial number provided, but it was mentioned that it was a (B)(4)....